Event description:
A facility reported that after around 1 minute of operation of the mlx 300w xenon lightsource on medium power, the light at the endoscope dimmed and failed and a smell of smoke was detected from the front of the unit with some small smoke wisps seen. The unit was switched off. The light cable was new. They tried another similar cable but the same thing happened. There was no injury and no surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The initial reporter stated that following the event, the unit was switched on and tested at all power levels but without any light cable or headlight connected to it. The unit appeared to operate normally when switched on without anything plugged into it ¿ the light was strong, bright, adjustable and there was no smell of smoke, no visual issues, and no unusual sounds. It was also stated that since the customer reported smoke from the unit, the unit and two suspected light leads would be returned for further inspection. The mlx 300w xenon lightsource (00mlx) was received for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: based on the depot technician¿s assessment, the mlx xenon lightsource arrived with two damaged (non-integra) fiber-optic cables. As the cables are not integra cables, the reason for the reported failure (sight and smell of smoke while using these two cables) is unclear. It is suspected that the cables were damaged (e.g. Pinched) before use or they are not rated for the amount of heat produced by the mlx. The lamp¿s infrared filter was checked to verify it was in place and oriented in the correct direction, and an integra storz cable was connected to the device which ran for an hour at 100% without incident. It was noted that the lamp did not light immediately; this was due to a power board problem. The power board and lamp were replaced to address these issues and the lens was replaced as preventative measure. Function and safety test were performed after repairs. Root cause analysis: the returned mlx xenon lightsource was in used condition with failing power board due to wear, leading to the issue of light failure. Two non-integra fiber-optic cables were returned burnt. The issue of smoke resulted from the use of the non-integra fiber-optic cables. These cables may have been damaged or did not meet the requirements to withstand the integra xenon light output. Per the instructions for use, "take precautions to verify that the fiber-optic cable is appropriately suited for the light source. Xenon and other high illumination light sources require premium fiber-optic cables in order to achieve optimal performance and prevent damage to the fibers, thereby diminishing the quality of the light output or the useful life of fiber-optic cable. Use only fiber-optic light guide cables with the correct proximal fitting for your turret and approved and tested for compatibility with high intensity xenon lamps of 300w or higher". The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.